Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences. The customer's blood glucose was 131 mg/dl while sensor glucose was 58 mg/dl. The customer was advised that difference was out of range. The sensor went into threshold suspend. The customer will not return device for analysis.